Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead perforated. The lead was explanted and replaced. The patient was in stable condition.